Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after implant. It was subsequently noted that the lead exhibited high pacing thresholds and intermittent loss of capture. A revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement, high pacing thresholds, or loss of capture.